Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately calcified and moderately tortuous obtuse marginal branch of the left circumflex artery. The physician advanced the 2.520mm quantum maverick balloon catheter to the lesion and on the first inflation, the balloon was inflated for about five seconds and ruptured before reaching rated burst pressure. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "no problem".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.